Manufacturer narrative:
Event date not reported. Event date estimated as the first day of the month of aware date. Device evaluated by manufacturer: the device was broken at 183.3 cm from proximal to broken section. The total length should be 185 cm and the other part of the device was not returned. Additionally, the distal tip was bent. The outer diameter of the distal tip, middle section, and proximal section were within specification.

Event description:
It was reported that wire fracture occured. A 185cm pt2 guidewire was selected for use for a procedure. During the procedure, the wire fractured. No patient complications were reported.

Manufacturer narrative:
Event date not reported. Event date estimated as the first day of the month of aware date.

Event description:
It was reported that wire fracture occured. A 185cm pt2 guidewire was selected for use for a procedure. During the procedure, the wire fractured. No patient complications were reported.